Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
The pt reports the lancet does not retract into the lancet device. No report of serious injury and no treatment was required. Technical support requested the return of the suspect product and replacement product was shipped. The softclix system lot win450.